Event description:
Boston scientific received information that a red alert was detected for this implantable cardioverter defibrillator (ICD) as high right ventricular (rv) pacing impedance was observed. The patient had a competitor right ventricular (rv) lead. At this time, no troubleshooting was performed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.